Event description:
Initially, the caregiver contacted baxter's technical service center regarding an unrelated alarm. During follow up on (B)(6) 2011 by global pharmacovigilance (gpv), the facility nurse indicated that patient had been hospitalized for peritonitis. It is unknown what labs or cultures were performed. It is unknown what interventions were required. The patient outcome is unknown. The nurse declined to provide causality or additional information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is report 2 of 3 involved in this incident.

Manufacturer narrative:
(B)(4). Additional information was received by gpv dated (B)(4) 2011 which indicates: the peritonitis was diagnosed (B)(6) 2011. The patient was hospitalized on (B)(6) 2011 due to the event of peritonitis. Further information was received on (B)(4) 2011 which indicates: the patient was diagnosed with peritonitis on (B)(6) 2011 and hospitalized from (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with an unknown antibiotic. The peritonitis was reportedly caused by the water supply from a cabin during the patient's vacation. The patient has recovered from this event. The patient reportedly has transferred to another dialysis facility upon discharge from the hospital. The nurse reported that the peritonitis was unrelated to the baxter solutions or devices. There was no exit site or tunnel infection associated with the peritonitis. A culture was performed on the effluent. Results indicated staphylococcus aureus and eosinophilic a. Wolffi. A gram stain was performed on (B)(6) 20/11 and was positive for cocci and gram negative rods. Medical history includes: esrd, hypertension and failed kidney transplant.

Manufacturer narrative:
(B)(4). A batch review was not performed as a suspect lot was not identified. The cause of the peritonitis was undetermined. A trend review was conducted and similar reports have been received for the reported problem. This issue has been escalated to CAPA.